Manufacturer narrative:
(B)(4). Concomitant medical products: 00999601935 ¿ zmr body ¿ 60383741, 00801803602 ¿ femoral head ¿ 60960664, unknown liner ¿ unknown part and lot, unknown cup ¿ unknown part and lot. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the surgeon did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01130.

Event description:
It was reported that patient underwent a left hip revision approximately 11 years post implantation due to stem fracture. During the surgery, the stem and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays by a third party hcp noting average bone quality and femur paprosky type 2. The eto method was used to remove the neutral stem that was well positioned in the canal. The quality of the proximal support was noted as inadequate. The size of the proximal body relative to the femur was noted as inadequate and small. The shape of the proximal body relate to the femur was noted as adequate. The use of allografts/adjunctive fixation to enhance proximal support was unable to be determined. Visual examination of the provided photos confirms a fracture at the junction of the femoral stem and body. DHR was unable to be reviewed as the lot number for the device is unavailable. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.